Event description:
It was reported that powerglide (pg) came apart in patient's arm. Pg located in patient's arm. Patient going to surgery in the morning for removal. Additional info received 6/6/2023: it was reported by the customer "patient had to go to surgery to remove catheter. All pieces were removed and accounted for."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged midline catheter was confirmed. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed just distal of the molded joint. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that powerglide (pg) came apart in patient's arm. Pg located in patient's arm. Patient going to surgery in the morning for removal. Additional info received 6/6/2023: it was reported by the customer "patient had to go to surgery to remove catheter. All pieces were removed and accounted for."